Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The item# 01.04223.363 lot#2990537 has been moved to the associated product because was not actively involved in the event. Please delete this report from your database. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
The item# 01.04223.363 lot#2990537 has been moved to the associated product because was not actively involved in the event. Please delete this report from your database.

Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item #: 0104440068, item name: glenosphere, 36, 0°, lot # :2986707. Item #: 0104440008, item name: baseplate, l, 25mm, lot #: 2978792. Item number: 0104440077, item name: taper adaptor, l, 0°, lot #: 2977717. Item number: 0104223106, item name: anatomical shoulder reverse, humeral cup, 0°, retro, +6 mm medial offset, lot #: 2988982. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that patient underwent revision surgery due to dislocation.